Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a cardiac perforation occurred. Following ablation of the cavo-tricuspid isthmus line with a safire ablation catheter, a contact force catheter was used to ablate the pulmonary veins (pvs). While ablating the pvs, the grams of force was intermittently displayed and the fti values were not displayed at all. The catheter was exchanged to resolve the issue when a cardiac perforation was noted. Transesophageal echocardiography confirmed the perforation to be on the right side of the heart where the first ablation catheter was used. A pericardiocentesis was performed to stabilize the patient. The ablation procedure was not continued. There were no performance issues alleged against the first ablation catheter.

Manufacturer narrative:
One safire tx ablation catheter was received for evaluation. The catheter deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. The catheter met specifications for temperature response and electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.